Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after forgetting to announce a meal while using the ilet system with a contact detach infusion set, and performed a complete supply change; the lot number provided for the infusion set was 6011331. Symptoms included hyperglycemia. Outcomes included a decreasing blood glucose trend following intervention and continued system use, with the user advised that alarms would cease as values returned to range. Investigation included customer support troubleshooting and education, confirmation of shipping details, and initiation of replacement supplies to support continued therapy. Investigation of this case revealed user-related operational error due to a missed meal announcement, with no device malfunction reported and no impact from the supply replacement on glucose values. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management.